Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital, inappropriate hv shocks for rapid atrial fibrillation were observed. Device alerts for charging time-out was also observed. It was noted that the device charged several times and delivered several shocks before the charge time-out occurred. Programming changes were made. Patient's condition was good and will be monitored by follow-ups.